Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to abnormal uterine bleeding.

Event description:
(B)(4) received an e-mail from the ethicon risk manager stating the following: it was reported that the patient underwent a surgical procedure on (B)(6) 2012 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2012 due to stress urinary incontinence and hypermobile urethra. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, fistulae. Also, it was reported that on (B)(6) 2012, the patient underwent partial mesh removal due to infection, erosion, pain, and to cut exposed part of mesh. The physician was not able to remove parts of the mesh because it was attached to blood vessels. (B)(4).

Manufacturer narrative:
(B)(4)